Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that there was a damaged patient tracker. The tracker was placed on the patient's forehead prior to registration. The tracing pattern did not match how the surgeon was tracing. The surgeon and nurse were trying to troubleshoot, but they were unable to solved the problem. The tracker was replaced and patient registered successful. This occurred pre-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.